Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (likely due to disease progression and aortic neck dilatation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (likely due to disease progression and aortic neck dilatation).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 11 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that during follow-up, a type I endoleak was seen. The aortic neck diameter currently measured 24 mm in diameter at the renal arteries and a 23mm distally. Intervention was performed approximately two weeks ago and the angiogram showed a type I endoleak 2mm from the lowest renal artery. A 25mm endurant cuff to resolve the endoleak; however, some blush remained. The physician decided to use an endostapling system and placed 4 endo-staples. Final run showed the endoleak was successfully resolved. No clinical sequelae were reported and the patient is fine.